Event description:
It was reported that the cardiocap's power supply blew during a case while in the proton therapy unit. No smoke was observed; however, burning smell was noted. According to the hospital biomed, the fuses allegedly did not blow. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.